Event description:
Sample ID's (and reported results) switched within single reagent rack on echo instrument.

Manufacturer narrative:
Review of the echo instrument event log from (B)(6) 2010 showed that a sample rack was loaded twice in position 3 on the sample loading bay and the sample ID's in positions 1 and 2 were now reading as positions 4 and 5. Samples that were originally in positions 4 and 5 were reading as positions 1 and 2. A review of the faxed batch report showed the abo mistypes. No additional information has been provided. Root cause is under investigation.